Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The invalid data message from the save-to-disk files could not be confirmed.

Event description:
It was reported that while interrogating the device a random parity error occurred which stated "invalid data received from pacemaker. Graph/data cannot be displayed". The interrogation session was ended, the device was re-interrogated and the error was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).